Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency due to buttons not responding.

Event description:
The customer reported via phone call that their insulin pump had a bent sensor. The customer¿s blood glucose level was 323 mg/dl. Customer stated that she did not receive a change sensor alert after a calibration error. The insulin pump will be returned for analysis.